Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a picture was provided by the customer for analysis. Per picture description there is no enough information to determine if product whether or not product meet specification since no sample arrived at (B)(4) for investigation, visual inspection cannot be performed. The customer reported the study was short with a duration of 2 hours and 48 minutes. Per picture description there is no enough information to determine if product whether failure has been confirmed or not. The investigation did not determine the issue cause. The investigation performed did not determine the cause of the reported issue. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the study was short with a duration of 2 hours and 48 minutes. The capsule detached prior to end of the procedure. A repeat procedure was performed on a different day. There was no user or patient harm.